Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, bending angle in up direction did not meet the standard value due to wear of angle wire; connection between insertion pipe and control unit was not secured due to looseness of insertion pipe; label on light guide connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the bending section cover adhesive of the deflectable videoscope was chipped. There was no patient involvement. During device evaluation at olympus, it was found the objective lens adhesive was peeled off. This report is being submitted for the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) sections which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope: 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.